Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that on (B)(6) 2022 the patient was in the hospital (not indicated to be device/therapy related) and they were dropped from a hoyer lift. After the fall, the patient began experiencing increased spasticity, withdrawal, and itchiness that improved with oral baclofen. They were brought to the operating room on (B)(6) 2022 and when the healthcare provider (hcp) opened the spinal incision they noticed that the catheter appeared to be kinked when they attempted a dye study. They replaced the catheter with a new one. The event was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter. Product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 16-apr-2023, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 28-sep-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6)2022 product type catheter product ID 8781 lot# serial# (B)(6) implanted: (B)(6)2015 explanted: (B)(6)2022product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider reported the patient fell in the hospital and hit their head on the floor and possibly left hip on the toilet. The patient complaint of head pain, CT ordered and was negative. After the fall, the patient called the stroke center complaining of bad itchiness and feeling 'tight'. Stroke center nurse used aseptic technique to access the catheter access port of the customer's synchromed pump and was unable to aspirate fluid from the catheter. Customer was given oral baclofen and surgery was scheduled for the next day. Surgeon found likely traumatic displacement of the lumbar anchor with kinking of lumbar catheter. New intrathecal catheter was placed with continuation of intrathecal baclofen therapy.